Event description:
It was reported that on (B)(6) 2022, during post-op event bilateral revision of femur fixation done due to non-union and malreduction there were patient consequences. Right side: removal of four (4) screws from a plate, compression application and re-insertion of new screws into existing plate was done. Left side: removal of retrograde femoral nail with three (3) screws and new implantation of nail with compression plating was done. One screw was broken. This report is for an unk: screw: trauma. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
PMA/510k: this report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.